Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vicmo13.2 implantable collamer lens, diopter -9.5 into the patient's left eye (os), the haptics tore during injection. The surgeon states the lens is "tilted and dislocated" and "the lens went out with a broken haptic." The lens was implanted on (B)(6) 2018 and reportedly remains implanted. The cause of the event is listed as "lens torn." Additionally, the surgeon reports lens dislocation/subluxation and glare/halos.

Manufacturer narrative:
Serious injury corrected to malfunction in supplemental #1. (B)(4).